Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. The peeling of the coating on the insertion section may have been caused by the same causes as other breaks, but olympus medical systems corp. (Omsc) could not determine whether it was due to stress, handling, or other factors. Omsc confirmed the following from the survey. The coating on the insertion section was peeled off. In addition to the reported phenomenon, fiber breakage was confirmed. It could not be determined whether the damage was due to stress or handling. Omsc reviewed the manufacturing records and confirmed that the device was shipped without any manufacturing abnormalities. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. Due to damage to the ccd unit, dots were displayed on the endoscopic image. The electrical connector was corroded due to a leakage. The ultrasonic connector could not be inserted properly due to corrosion. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube was peeled off. This device is an olympus asset and there was no report of patient injury associated with the event.